Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 263 mg/dl at the time of incident. The customer stated the drive support cap appeared to be normal. Customer also reported a motor position encoder error alarm in the alarm history. The customer's blood glucose was 130 mg/dl. The customer stated the insulin pump was not exposed to a strong magnetic field. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor position encoder error alarm due to motor error alarm. The insulin pump was minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.